Manufacturer narrative:
Age at time of event: 18 years or older (B)(4) device evaluated by manufacturer: the unit returned has a damage in the femoral marker. Impedance testing shows a good unit wave form. The equipment used was impedance analyzer. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4)

Event description:
Reportable based on the device analysis completed on 08feb2016. It was reported that lost image occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery (cia). An opticross imaging catheter was selected for use to view target lesion. During preparation, it was noted that lost image occurred during the setting of this device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a damage at the femoral marker/marker flakes off.